Event description:
As reported, leaks (ar leak) were reported on the device. There is no patient involvement associated on this reported event. No user injury reported. Device evaluation found the coating at the connecting tube is peeled off. This report is being submitted for connecting tube peeled of.

Manufacturer narrative:
Inspection and evaluation of the device found leaks at the ar due to perforation. The customer reported issue of leaks were confirmed. Furthermore, inspection of the device found the coating at the connecting tube is peeled off. In addition, the following findings were noted: there is corrosion at the el-connector due to leakage. Ultrasonic waves cannot inserted due to corrosion of ultrasonic wave. Scratches and wrinkles on the connecting tube. There are black dots in the image due to damage to the ccd unit. There is noise at the screen due to damage of vibrator. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Checked "other" to add the country (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the coating peeling at the connecting tube likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.